Event description:
The end user was crossing the roadway in a non-pedestrian crosswalk at nighttime and was stuck and killed by a motor vehicle. According to the police report, the accident was a direct result of the end user being in violation of the state statute 316.1925 (1) careless driving.

Manufacturer narrative:
End user was not exercising caution by operating the motorized wheelchair in the roadway, as advised against in the owner's manual.